Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced multiple elevated blood glucose (bg) levels of up to 600 (mg/dl). Reportedly, customer noticed that their bg levels would elevate when they inserted the infusion set on the right side of their body. Customer administered manual injections, changed infusion sites, and administered correction boluses to treat bg levels. Although requested by tandem technical support, customer declined to perform troubleshooting for the pump. Recommendation was made to consult with health care provider to discuss diabetes management.